Event description:
A clinical coordinator reported an intraocular lens (iol) was exchanged for a different model iol. The pt had a history of previous lasik surgery. In a f/u, the surgeon reported the iol was exchanged due to an unexpected postoperative refraction. The event resolved following the iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/16/2010 and 12/01/2010 by phone, fax, and mail. A completed questionnaire was rec'd on 11/22/2010. (B)(4).